Manufacturer narrative:
Block b3: exact date unknown, event occurred three years prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-adapters. Upn: m365sc9208150. Model: sc-9208-15. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing pain and burning sensation at the pocket site. It was also noted that the patient had inadequate pain relief. The patient underwent an explant procedure wherein all device components were removed and kept by the medical facility.